Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported suture and knot completely came out of the artery was confirmed as a needle to cuff miss/ suture retrieval issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using four proglide devices with a 7f sheath after a carotid percutaneous transluminal angioplasty procedure. Reportedly, the suture did not appear when the plunger was removed on two of the proglide devices. The suture and knot completely came out of the artery on two other proglide devices when the devices were removed from the patient. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.